Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant in left bundle branch due to helix bent when trying to retract and was observed via x ray. This ra lead was replaced, never in service and will not be returned. No adverse patient effects were reported.